Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a cerebral aneurysm coil embolization interventional procedure using a small-bore (= 8f) sheath. Reportedly, after the completion of the procedure, and the prostyle successfully achieved hemostasis/closed the site, it was noticed that the white marker around the guide wire exit port erased, but it was also found to have fallen off around the patient's puncture site. There was concern that the white marker might have chipped off inside the vessel, however, no additional imaging was performed to confirm this. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. (Note: per manufacturing, minor breaks and voids are acceptable, therefore, the amount of pad print removed is unknown). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties is due to the circumstances of the procedure. In this case, there is no indication with the return device of a manufacturing quality issue. Prostyle device testing per r&d shows that biocompatibility testing for the white ink used in the prostyle smcr guidewire port marker pad print returned with a toxicology assessment ¿no biological risk ¿ below tolerable exposure¿. ¿titanium dioxide (the white ink used in the pad print) is generally regarded as nontoxic and biologically inert. It is also water insoluble and therefore cannot be removed by saline and or blood contact alone.¿ there may be other causes such as an interaction with tissue, along with blood or saline over time contributed to the pad print removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.